Event description:
An elderly patient was undergoing elective colonoscopy for diagnosis of ulcerative colitis. A cautery ground pad was applied to pt's right thigh at beginning of the procedure and was plugged into cautery machine. The pt light on the machine never turned green. The alarm light stayed red. When the physician attempted to cauterize, it did not cauterize. Four cautery pads were applied to the patient's right thigh and right flank. It was noted the patient had very dry skin (neurodermatitis). When a conmed thermogard plus abc ground pad was applied to pt's right thigh, the pt. Light turned green instantly and the physician cauterized the polyp site.====================== manufacturer response for cautery pad, electro surgical grounding pad with safety ring (per site reporter)======================after the incident, I contacted a medline sales representative to report the incident. I have the samples saved for manufacturer review.